Event description:
Related to tw (B)(4) the hospital reported that during an opcab procedure the hst iii system (3.8mm) was loaded according to the IFU. Although the seal failed to release midway through the procedure, the seal got stuck in the delivery device. The surgery was successfully completed using a new product. There was a delay about 8-15min. The patient's condition was normal. Per photo provided by the complainant no malfunction is observed.

Manufacturer narrative:
Tw (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.